Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: 7115995/7116182

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming attempts. The patient underwent a revision procedure wherein the ipg and leads were replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.